Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No external ram crc error, unexpected restart, failed battery, unexpected bad battery, blank display or constant tone noted during testing. All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the connector on the lcd and no unlocked keypad connector was noted. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was 120 mg/dl. The error table indicates a pump replacement is required. Customer pump was randomly losing all the icons and information on the screen and lighting everything randomly. The customer was advised that we are sending replacement pump.